Event description:
Pt. Underwent left inguinal hernia repair with mesh from ethicon prolene mesh pm11 lot rbe609 exp. 1/2007. Ethicon recently reported the existence of conterfeit mesh with above lot number. A this time, the pt is not exhibiting any side effects.